Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the occlusions were caused by a blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy.